Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. There was no patient involvement, as the issue occurred during setup of the pump and was not being used by the customer at the time of the event. Reportedly, the pump resumed operation.